Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: the coupler portion disengaged from the camera head during surgery. Update - loss of image duration cannot be confirmed. A replacement camera was used to complete the procedure. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: the coupler portion disengaged from the rear enclosure. Nc 3596020 was created to prevent this issue from occurring in the future. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.